Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and it wont turn on. She has stopped using the pump since one month. The patient¿s blood glucose was164mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test or displacement test. The run current test were in specification. No blank display anomalies or battery anomalies noted during testing. Device received with high stop idle current due to moisture damage on electronic board stack. Device received with moisture damage on motor assembly and moisture damage on force sensor resistor.